Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not hold. The surgeon performed an unintended colostomy and used sutures to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
4/6/1998-supplemental report #1 submitted to FDA.